Manufacturer narrative:
The root cause can not be determined. Most possible root cause is handling during the docking process and the movement of the patients eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing manager reported a suction loss during lasik flap creation. Additional information has been requested.